Event description:
It was reported that the patient experienced nighttime hypoglycemia while using the ilet bionic pancreas, with remote alerts indicating a glucose value of 50 mg/dl and caregiver reports of inconsistent meal announcements and frequent pausing of the ilet. Symptoms included low blood glucose. Outcomes included urgent low glucose that prompted caregiver contact for guidance and education. Investigation included review of available device reports and user history, caregiver interview, and provision of hypoglycemia education with assignment of additional training. Investigation of this case revealed user-associated factors, including inconsistent meal announcements and frequent system pauses, which can limit automated insulin modulation and contribute to hypoglycemia; no device malfunction was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited corroborating data and user behavior that can predispose to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.